Event description:
On 12/30/2024, it was reported by a distributor via email that an ar-2324psp peek swivelock sp had a deformed eyelet on the 4.75mm self-punching swivelock right out of the package. The surgeon tried to use it still in the patient's shoulder, but it was impossible to use as a self-punching anchor or even after a hole had been pre-punched. The anchor was discarded, and a new anchor was opened to complete the case. This was discovered when opening the package during a procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including mishandling of the device. If the device is found to be defective, it should not be used. The complaint allegation was not confirmed. No evidence of the failure was received.